Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to non-device related procedures and fall. The patient underwent an scs revision procedure.